Event description:
It was reported that the insulin pump is not delivering insulin. The insulin pump has been beeping no delivery. The blood glucose reading is 130 mg/dl. Customer stated that the insulin is cloudy. Caller stated that spouse was in hospital, which made the delivery of supplies off schedule. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.